Manufacturer narrative:
Not applicable.

Event description:
A us distributor contacted zoll to report that a patient developed blisters under the lifevest equipment. Patient described the area as blisters on back. The patient does have a history of diabetes and polio. There was no alleged device malfunction contributing to the irritation. The patient¿s home nurse applied neosporin for the skin irritation. Follow up indicated that the skin irritation improved.